Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex device was received with a shelf box. The batch number on the shelf box and device matched the reported batch. There was blood between the folds of the balloon. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was fractured 85.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter shaft break occurred. The target lesion was located in the right coronary artery. A 8mmx 3.50mm nc quantum apex balloon catheter was taken out of the hoop and a kink was noted at the shaft while putting it on the wire. When they tried to load it on the wire, the catheter shaft broke in half. The procedure was then completed with another of the same device. No patient complication was reported and the patient condition was normal.

Event description:
It was reported that catheter shaft break occurred. The target lesion was located in the right coronary artery. A 8mmx 3.50mm nc quantum apex balloon catheter was taken out of the hoop and a kink was noted at the shaft while putting it on the wire. When they tried to load it on the wire, the catheter shaft broke in half. The procedure was then completed with another of the same device. No patient complication was reported and the patient condition was normal.